Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A clinical review of the right ventricular (rv) lead data obtained from a returned implantable cardioverter defibrillator (ICD) revealed a high pacing impedance measurement. The lead was removed and replaced. No patient complications have been reported as a result of this event.